Manufacturer narrative:
Company's service rep offered to evaluate both central station and bedside monitor, but the customer declined. Company's clinical rep verified that the passport 2 monitor does not have a printer to allow the ECG waveform trends report to be printed. Additionally, since the pt was not admitted to the central station, trend report were not collected. No device malfunction was confirmed.

Event description:
Customer reported they were unable to obtain ECG waveform trends report from the panorama central station following an event where a pt expired while being monitored on the panorama central station with passport 2 bedside monitor. Customer reports that pt had not been admitted to the monitor or central station and did not attributed to the pt's death to the lack of available ECG trend reports.